Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the heart block was contaminated. Analysis also found the lower case, lcd (liquid crystal display) lens, side bail covers and ring cover were broken. The upper case was dented and the ring was missing. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.